Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he went to the hospital for a surgery. While in the hospital, the doctor took the insulin pump off and the customer's blood glucose readings increased to 565 mg/dl. Customer also mentioned receiving a lost sensor alert due to the wrong transmitter ID being programmed in the insulin pump. Customer's blood glucose reading at the time of the call was 111 mg/dl. No further information reported.